Event description:
Correction: the previous or initial MDR submitted on (B)(6), 2023 was filed inadvertently. No general anesthesia was used. Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2014 under general anesthesia in order to cauterize the skin overgrowth. The implanted device remains.